Manufacturer narrative:
This is for the same event as manufacturer report 2937094-2019-60033.

Event description:
It was reported that during a photo selective vaporization of the prostate (pvp) procedure the fiber broke after 30 minutes of intervention. The fiber was exchanged and the second fiber exhibited the same issue. There is no information regarding how the procedure was completed. Patient outcome information was not provided. This complaint is for the second fiber.